Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. The pt had a lasik procedure performed in the past. The surgeon reported the pt had an iol implant in the fellow eye and all went well. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/21/2012 and 05/31/2012 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).